Event description:
Sorin group received a report that the drive unit failed during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4) . A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. Analysis of the drive unit of the centrifugal pump identified the root cause for the reported issue to be a damaged cable. The drive unit was replaced to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.